Event description:
It was reported that some of the segments are dark on the right hand side of both the top and bottom of the display. Customer reported that there was no audible or visual alarm observed during the event. There were no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the ejector header cap was missing causing the ribbon cable to be partially unseated. The j14 ribbon cable was fully seated into system board and the unit functioned as designed.